Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A zinger guidewire was intended to be used during a procedure. The device was placed in the coronary sinus (cs). No damage noted to packaging. No issues removing the device from the packaging as per IFU. Device was inspected and prepped as per IFU. The wire tip was not formed by the physician. Excessive force was not used during delivery. It is reported that damage was noted to the device after removal from the patient. Resistance was experienced during removal. The wire had been placed beside the 4798-88 cm attain stability quad and both were in a 6250vi-eh attain command. During removal of the wire, the outer wrapping of the wire was damaged. No part of the wire was left in the patient. It is indicated that the physician pulled the wire forcefully and this is what may have damaged the device. No patient injury reported.

Manufacturer narrative:
Product analysis: as received, the wire is severely unraveled and exhibiting broken coils and broken core wire. The core wire broke 27cm from the proximal joint, a piece of the remaining broken core wire remained attached to the first joint measuring approximately 7mm. Although the distal joint is kinked and severely bent, the first joint and the tip ball remained as a unit. No missing pieces of the wire whole length of the wire were detected. Wire whole length measured approximately 183cm per specification 182 ± 3 cm. Wire outer diameter measured .0135¿ per specification 0.0135¿ maximum along uncoated core wire. Closer visual inspection detected severe bending at the core wire break. If information is provided in the future, a supplemental report will be issued.